Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system had a rise in right atrial (ra) lead impedance that lead to out of range measurements above 3000 ohms. Noise in the ra channel was observed. This ICD system remains in service. No adverse patient effects were reported.